Manufacturer narrative:
The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the implant procedure was stopped due to leakage of cerebrospinal fluid. A blood patch was administered to address the symptoms. The patient has recovered without sequelae and was later successfully implanted.